Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient heart rate dropped to a low rate, and the patient is concerned that the device may not be programmed correctly, or something might be wrong with the device. The patient also reported feeling "weird", weak, and shaky. The device is still in use. No patient complications have been reported as a result of this event.